Event description:
The patient came in reporting instability and the cause is unknown. At 8 years after primary surgery, the surgeon revised the insert with a thicker one and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11 july 2022 lot 124113: lot 124113: (B)(4) items manufactured and released on 27-nov-2012. Expiration date: 2017-oct-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.